Event description:
It was reported that ventricular oversensing seen in stored non sustained rv oversensing episodes and during an in-clinic check. The oversensing was reproducible with deep breathing and very fine in amplitude. Programming changes were made. The patient was stable.